Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 31-may-2023, the following additional information about the reported incident was obtained from the physician: the size of the lesions were 6.8mm and 4mm. Both lesions were situated in the right lower lobe. The distance of the lesion to the pleura was unknown. A 21g ion needle was used ¿ the number of passes were 4 at one lesion and another 2 at the second smaller lesion. The patient experienced a stroke immediately after the procedure. Symptoms of the stroke included aphasia. The physician attributed the stroke to the ion system. As per the physician, the stroke could have occurred with another biopsy modality. The patient required prolonged hospitalization (19-apr-2023 to 23-may-2023) due to the stroke before being transferred out for hyperbaric therapy. The patient also required intubation after transfer to the second facility. The patient was discharged to a nursing home.

Event description:
It was reported that a patient had an ion endoluminal lung biopsy procedure with endobronchial ultrasound (ebus) to follow and a few days after the procedure, the physician confirmed the patient had an air embolism that led to a stroke. The patient had prior lung cancer, which was resected, and new suspicious nodules prompting the biopsy. It was reported that the physician was using higher suction than usual at 20 and the target was a cavity lesion - the recommendation was for the physician to use 5-10 suction. The physician reported that higher suction was not the issue in this case. Per the physician, there was nothing unusual about the case; the procedure itself had no malfunctions. The patient was transferred to a tertiary care center for hyperbaric oxygen therapy and is still recovering from the event. The patient is no longer in the pulmonologist's hospital, so the latest details were not available. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available. This event is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient had an air embolism that led to a stroke.